Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the patient information had not been crossing into the interface. A technical support specialist (tss) dialed into the server and checked the patient record, finding that it was showing a temporary and placeholder visit type. The tss spoke with the customer and advised to reach out to the active directory team to admit the patient as an adt visit type, which would eventually display on the station. The tss informed her that the case would be monitored for 24 hours and closed if no issues arose. The customer acknowledged this. The tss contacted the user via email to share the findings and suggested reaching out to the adt team for additional support. The customer was notified that the case would be monitored for 24 hours and closed if no issues arose. The case was closed after monitoring for 24 hours. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient information's were not crossed into interface. The customer stated that user was unable to remove the medication for the patient due to the malfunction and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.